Event description:
It was reported the patient's ipg would not communicate with the charger. Surgical intervention was undertaken during which the ipg was explanted and replaced. Effective therapy was confirmed.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.